Event description:
Pt had intertrochanteric side plate put in right hip - femur - as part of pinning process in 2002. Pt was discharged to snf for physical therapy and rehabilitation thereafter for a few weeks and ultimately home. Pt was at home for approx one month and noticed some hip pain in 7/02. Pt went to bed and woke up late evening with severe pain. An x-ray performed during the subsequent ER visit revealed a complete fracture of the plate at the neck of the 2nd proximal screw through the 3rd screw hole in the plate. Surgery was successfully performed the next day to remove the defective plate and a replacement plate was inserted. The pt was discharged from the hosp to the snf to reinitiate rehabilitation.